Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to a procedure and no patient involvement. It was further reported that there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to a procedure and no patient involvement. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device discarded by customer.